Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 470 mg/dl. Customer stated that almost 10 infusion set got a kinked cannula. Infusion set cannula was bent. It was unknown if customer kept insulin pump was on auto mode. Device will not be returned for analysis.